Manufacturer narrative:
A ge service rep performed an on site investigation. The cross arm brake was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the cross arm on the 9900 system would not move. No patient injury was reported.